Manufacturer narrative:
D10 concomitant medical products: updated: - gore® excluder® aaa endoprosthesis (plc), serial number unknown.

Manufacturer narrative:
Cause investigation and conclusion. The physician has sent the explanted devices to an independent 3rd party for evaluation. The 3rd party provided gore with their macroscopic analysis results of the explanted devices. Neither images enabling direct assessment of product performance nor the explanted product itself were returned to gore for evaluation. A request was sent to the 3rd party to further clarify the event, device information, patient outcome and type of reintervention. The 3rd party responded that no additional information is available. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. The analysis results provided by the 3rd party were reviewed by gore explant scientists. The evaluation summary states the following: the abluminal surface was generally devoid of tissue, except for scattered areas of red/brown tissue. A foci of tan to yellow tissue was present on the abluminal surface at the proximal extremity of the trunk and distal extremity. The observable luminal walls were generally devoid of tissue. The observable proximal and distal extremities were patent, however, the overall luminal patency could not be determined with the information/images provided. No material disruptions were identified. No information was provided to confirm the presence or absence of a type ii endoleak. Therefore the cause of the reported endoleak could not be independently confirmed during the investigation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. No allegation of device malfunction, such as material disruption was indicated with respect to device performance. The reported device endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations and patient-related hemodynamics and anatomy. The instructions for use (IFU) for the appropriate region and time-period was reviewed with respect to the complaint detail. The IFU states the following: potential device or procedure-related adverse events adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak; no potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. Considering the incident description, no further information was provided to gore, and the results of this investigation, this occurrence did not warrant remedial, corrective or preventative action in addition to no field safety action.

Event description:
It was reported to gore that the patient presented with an abdominal aortic aneurysm was treated on (B)(6)2015, with a gore® excluder® aaa endoprosthesis. Reportedly on (B)(6)2023, the endoprosthesis was explanted due to type ii endoleak.

Manufacturer narrative:
A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. H6-b17 and h3-other: the physician has sent the explanted device to an independent 3rd party for evaluation. Investigation (macroscopic and microscopic analysis of the explanted vascular graft after cleaning) was performed by the third party. The explanted device was not returned to gore for evaluation. Instead, they provided analysis results to gore, which are being reviewed by gore explant scientists. H6-b13: a request was sent to the 3rd party to to provide further information to the event, serial number of the device, patient outcome and type of repair. The answer is pending. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.